Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported that, I have received two striker knees and had my last knee replacement in (B)(6) 2024. Unfortunately this knee replacement has gone wrong and I have been in extreme pain on lateral side. At this point I'm at my wits end because I don't know what to do at this point. The MRI looks like the joint is in place but there's no screws list or whatever. But you know, I had a nerve block and I just wanted to see if there was any recalls on this striker product or if you've had problems with any of this, these recent knee replacements. Taking pain injections ¿ mechanical issue and nerve issue per pain physicians. Swollen, warm to the touch, unable to walk.